Event description:
The pt was scheduled for a repeat percutaneous transluminal coronary angioplasty (ptca) with intracoronary stent placement on 6/28/95, for recurrent angina. During the procedure, there was dislodgement and retrieval of the proximal intracoronary stent previously implanted 2/28/95 in the right coronary graft with occlusion of the right coronary graft. Attention was directed to the right coronary bypass graft. The 014 guide wire was prolapsed into the distal right coronary without difficulty. 4 mmnon-compliant balloon was then easily advanced into the ostium of the right coronary graft and a single inflation was initiated. In the course of inflation, at 5 atmospheres to 8 atmospheres it was apparent that the balloon had exited through the wall of the stent and there was a kink in the balloon. The balloon ruptured at this level of pressure. Following the balloon rrupture, attempts to remove the system did not reveal guide wire mobility and the entire system was then removed en bloc. Upon removal from body of the guide catheter balloon system and coronary guide wire there appeared to beq the proximal stent with balloon material in its intestices on the coronary guide wire.